Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to hospital for generator change. It was noted that the right atrial (ra) lead exhibited poor sensing. The ra lead was capped and replaced on (B)(6) 2026. The patient was discharged post procedure.